Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there was overfill in 4 different lots. The following information was provided by the initial reporter: customer states the tubes are overfilling and they cannot see any meniscus of the blood inside the tube, they are beyond the tube cap.

Manufacturer narrative:
H6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfilling as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Sufficient volume is achieved when the blood draw falls above the minimum fill indicator and below the bottom of the shield. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique. This complaint is unable to be confirmed for the indicated failure mode overfilling. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes that there was overfill in 4 differnt lots. The following information was provided by the initial reporter: customer states the tubes are overfilling and they cannot see any meniscus of the blood inside the tube, they are beyond the tube cap.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3074231. D4. Medical device expiration date: 2023-12-31. H4. Device manufacture date: 2023-03-15. D4. Medical device lot #: 3111759. D4. Medical device expiration date: 2024-01-31. H4. Device manufacture date: 2023-04-21. D4. Medical device lot #: 3136119. D4. Medical device expiration date: 2024-02-29. H4. Device manufacture date: 2023-05-16. D4. Medical device lot #: 2291887. D4. Medical device expiration date: 2023-07-31. H4. Device manufacture date: 2022-10-18. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.